Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)/ perforation- fallopian tubes') in a 36-year-old female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: contraceptives. In (B)(6) of 2012, the patient experienced pelvic pain ("pain/ pain pelvic pain/ always in pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping), and dyspareunia ("dyspareunia (painful sexual intercourse). In (B)(6) of 2013, the patient experienced acne ("rashes or skin conditions type: severe acne/ rash/skin condition"). In (B)(6) of 2013, the patient experienced amenorrhoea ("hormonal changes describe: amenorrhea"). In (B)(6) of 2013, the patient experienced mood swings ("neurological conditions or problems type: mood swings"). In (B)(6) of 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety/ psych injury") and fatigue ("fatigue"). In (B)(6) of 2014, the patient experienced alopecia ("hair loss/ hair loss"). In (B)(6) of 2015, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), abdominal pain ("abdominal pain") and adverse event ("many problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, migraine, headache, nausea, depression, anxiety, acne, fatigue, alopecia, arthralgia, back pain, menorrhagia, weight increased, abdominal pain and adverse event outcome was unknown, the amenorrhoea, feeling abnormal, mood swings and dyspareunia was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain, acne, adverse event, alopecia, amenorrhoea, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content received from social media: reporter, new event, "many problems" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)/ perforation- fallopian tubes') in a 36-year-old female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: contraceptives. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain/ pain pelvic pain"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced acne ("rashes or skin conditions type: severe acne/ rash/skin condition"). In (B)(6) 2013, the patient experienced amenorrhoea ("hormonal changes describe: amenorrhea"). In (B)(6) 2013, the patient experienced mood swings ("neurological conditions or problems type: mood swings"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety/ psych injury") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss/ hair loss"). In (B)(6) 2015, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, migraine, headache, nausea, depression, anxiety, acne, fatigue, alopecia, arthralgia, back pain, menorrhagia, weight increased and abdominal pain outcome was unknown, the amenorrhoea, feeling abnormal, mood swings and dyspareunia was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain, acne, alopecia, amenorrhoea, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events abdominal pain, back pain, menorrhagia (heavy menstrual bleeding) and weight gain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes).') In a 36-year-old female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: contraceptives. In (B)(6) 2012, the patient experienced pelvic pain ("pain/ pain pelvic pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced acne ("rashes or skin conditions type: severe acne"). In (B)(6) 2013, the patient experienced amenorrhoea ("hormonal changes describe: amenorrhea"). In (B)(6) 2013, the patient experienced mood swings ("neurological conditions or problems type: mood swings"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, migraine, headache, nausea, depression, anxiety, acne, fatigue, alopecia and arthralgia outcome was unknown, the amenorrhoea, feeling abnormal, mood swings and dyspareunia was resolving and the dysmenorrhoea had resolved. The reporter considered acne, alopecia, amenorrhoea, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, migraine, mood swings, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes).') In a (B)(6) year-old female patient who had essure (batch no. 898928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: contraceptives. In (B)(6) 2012, the patient experienced pelvic pain ("pain/ pain pelvic pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced acne ("rashes or skin conditions type: severe acne"). In (B)(6) 2013, the patient experienced amenorrhoea ("hormonal changes describe: amenorrhea"). In (B)(6) 2013, the patient experienced mood swings ("neurological conditions or problems type: mood swings"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, migraine, headache, nausea, depression, anxiety, acne, fatigue, alopecia and arthralgia outcome was unknown, the amenorrhoea, feeling abnormal, mood swings and dyspareunia was resolving and the dysmenorrhoea had resolved. The reporter considered acne, alopecia, amenorrhoea, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, migraine, mood swings, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: new pfs received. Lot number received. Event injury was updated and new events: hormonal changes describe: amenorrhea, migraines / headaches, nausea, neurological conditions or problems type: brain fog mood swings, psychological or psychiatric problems condition: depression and anxiety, rashes or skin conditions type: severe acne, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, pain, perforation (fallopian tubes), joint pain and plaintiff did not undergo essure confirmation test were added. Outcome for events were added. Removal details added. New reporters and plaintiffs information added. Historical drug added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.